Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion) h10. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) units touch panel is not responding. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated section: b4, d8, d9, g3, g6, h2, h6 (type of investigation, component codes, investigation findings, investigation conclusions), h11. Corrected field: e1 (event site name and event site telephone), e3. Due to character limit in block e1 (event site name): (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the touchscreen to resolve the issue.